Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient¿s physician believed the ins depleted earlier than it should have. Explant of the ins occurred on (B)(6) 2017. It was unknown if the ins had reached end-of-service (eos) and there were no information regarding the patient or device details at the time of report. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (B)(4) found insignificant anomalies. The patient's device functioned as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) responded to a letter. The troubleshooting/diagnostics performed that made the hcp believe the battery depleted prematurely was the patient would lose sensation in their pelvis. Amplitude would be increased, and then shortly after, the patient would lose sensation. The cycling mode was tried and the same thing would happen within a few cycles: the patient would not feel sensation despite continuously increasing amplitude. When checking impedance readings, the hcp reports receiving a message about battery longevity being "low" with "months" for how long it would last. The hcp provided the weight of the patient at the time of the event and they have fully recovered from the explant procedure. No further patient complications have been reported as a result of this event.